Event description:
The stent did not deploy, impossible from the beginning. The doctor placed the positioner at the stenosis. The nurse removed the red security to start to pull the trigger. A snapping noise is heard. Unable to continue dropping the prosthesis. The nurse removed the pen, thinking that her was blocked, but the gun trigger was clocked. A new stent was used, the device is available. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There was no evo-10-11-6-b device of lot c886379 in stock at the time of the investigation. The complaint information provided as follows: "the doctor placed the positioner at the stenosis. The nurse removed the red security to start to pull the trigger. A snapping noise is heard. Unable to continue dropping the prosthesis. The nurse removed the pen, thinking that here was blocked, but the gun trigger was blocked. The stent could not be deployed." 1 x evo -10-11-6-b device of lot#c886379 was returned to cirl for evaluation. The device was returned in the original package and was open on receipt. The delivery system was returned with the sent partially deployed, approx. 3cm deployed. No kinks or damage was noted to the flexor sheath. The lockwire had been removed from the device and was not returned. The inner cannula was exposed/protruding at the lockwire joint. The deployment shuttle was noted to be at point of no return. The trigger of the handle was functional but it was not possible to advance / retract stent. The stent was deployed manually and no damage to the stent was noted. When the stent was deployed the distal end of the inner catheter including the tip of the device (carrier to retrieval loop shaft joint broke) separated approx. 23 cm from tip. It could not be confirmed if this separated during use or in the lab during the evaluation. The handle was dismantled and it was noted that the outer flared cannula to tapered cannula joint is separated. The customer complaint was confirmed as the stent could not be deployed when the trigger was squeezed. The snapping noise that was heard during the initial deployment could have been the flared cannula to tapered cannula joint breaking / separating. Following the breakage of this joint, they prematurely removed the lockwire due to the deployment difficulties the user experienced. As the physician had removed the lockwire nothing was attached to the stent to enable it to be recaptured or deployed. Removal of the lockwire also resulted in the cannula protruding out through the proximal end of the device. If the physician continued to actuate the handle to try and recapture the stent this would have resulted in the retrieval loop shaft joint breaking form the carrier at the distal end hence the damage that was noted at the distal end. It is possible that the directional button was pressed in the wrong direction during initial deployment causing high force and the joints to separate, however this cannot be confirmed. The removal of the safety wire prevented any further deployment of the stent. It is not possible to conclusively determine the cause of the initial deployment difficulties experienced by the user. Prior to distribution all evolution biliary controlled-release stent systems are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot# c886379 revealed no discrepancies that could have caused the complaint issue. The evolution biliary stent system is used in palliation of malignant neoplasms in the biliary tree. The notes section of the instructions for use that accompanies this device, also instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per " it is not possible to recapture stent after passing point-of-no-return indicated when red marker on top of the handle has passed point-of-no-return indicator on the handle label. From the information provided, there have been no adverse effects to the pt as a result of this occurrence. A new device was used to complete the procedure. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the overall risk has been determined to be low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.